Event description:
It was reported that the customer experienced occlusion alarms on their pump. There was no adverse impact to the customer's blood glucose level. The customer inquired about a full box replacement for the items used, but was informed that a complete box replacement was not possible. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.